Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was 219 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to slightly loose drive support disk. The insulin pump received missing end cap sticker, cracked case at display window corners, cracked reservoir tube and minor scratches on lcd window.